Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced a low blood glucose level (bg) of 47 mg/dl; cause was unknown. Customer consumed carbohydrates to address the bg. Recommendation was made for customer to discuss event with a healthcare provider.